Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an apply sample message on his one touch ultra meter. The patient mentioned that the reported issue began on the afternoon of (B)(6) 2010. This was the first time the patient was using the meter. Due to the alleged issue, the patient continued to take their usual dosage of medication. It is unknown what diabetes medication the patient takes. Approximately 8-12 hours later the patient felt nauseas and experienced a headache. On (B)(6) 2010, the patient went to the ER and was tested in the ER and obtained the following readings on the hospital device, 300 mg/dl, 283 mg/dl and 264 mg/dl. The patient was treated with glucose tablets/glucose gel in the ER. The technique of applying blood on the test strip was correct. The patient was using the correct test strips. Patient retested and issue was resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, why the patient waited 8 days to seek medical attention, whether symptoms got worse and whether the results in the ER were done through a couple of hours and why the patient was treated with glucose tablets/glucose gel for elevated readings in the ER. The product was replaced. The complaint is being reported since the patient allegedly was unable to test due to the alleged issue , developed symptoms and was treated for a serious injury in the ER.

Manufacturer narrative:
510 (k) # isk001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.